Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse observed an unregulated flow during initiation of a secondary infusion of morphine, dosage and rate not provided. The nurse stopped the infusion before any of the medication reached the patient; there was no patient harm.

Manufacturer narrative:
Correction: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2016-01375 for MDR reporting.